Event description:
It was reported that the customer passed away in a hospital. The caller stated that they were out of town for the weekend. The customer was not feeling well on (B)(6) 2015, so they came home. The customer's father dropped him off at home, the customer had seizure, passed out, was taken to the hospital by the paramedics; where he passed away. The cause of death is unknown. The customer's blood glucose, at the time of death, is unknown. The caller stated that the customer's glucose meter was not working. The customer was wearing the insulin pump at the time of death. The caller stated that the customer never used sensors. The insulin pump cannot be return because the caller is unsure of the insulin pump's location.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.